Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged fuses. No additional information is available.

Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The damaged fuses were identified during the visual inspection. The cause of the condition was determined to be blown fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.